Event description:
Complainant alleged that the device displayed a red 'x" and gave a "unit failed prompt. Complainant did not indicate that there was any patient involvement in the reported malfunction.